Event description:
Boston scientific crm received information that the patient with this implantable cardiac resynchronization therapy-defibrillator (crt-d) device may have experienced five inappropriate shocks. The patient had been hospitalized. A review of the arrhythmia log book revealed multiple arrhythmia episodes on the date the patient experienced the shocks. A review of the data disk had not capture the data from the same date. It was noted there was noise on the atrial channel. The data will be provided to an internal technical service consultant for further review when obtained. The device was reprogrammed and remains in service. No further adverse patient effects were reported.

Event description:
This device was removed for unknown reasons and returned for analysis. No further information was available from the field.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, review verified that this device had not declared elective replacement indicators while implanted. Interrogation revealed shocks had been delivered as programmed with successful conversion to sinus tachycardia and aberrant ventricular conduction. Further interrogation of this device revealed no stored episodes with electrograms while this device was implanted. Analysis concluded this device was functioning normal and met specification.